Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2014 due to mild diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization was unknown. The customer reported feeling really tired. The customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer received no delivery alarm. Customer was unable to troubleshoot. Customer's most recent blood glucose level 355mg/dl. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.